Event description:
It was reported by customer "I had a faulty power glide pro midline. 22g 8 cm. I navigated over half the midline into the vein by slowly walking it in using ultrasound then deployed the wire without resistance and then advanced the blue wings, so the catheter pushed off. Released the tourniquet through the drape and went to remove the wire housing device and the wire would not come out of the catheter. I pulled the catheter slightly out of skin however there was resistance, so I paused. I then re assessed the vessel and it looked the same size as when I started the procedure, no venous spasm noted. I then attempted to remove the wire again, but it would not come out. I then pulled both the wire and catheter a little harder and pinched just past where the hub meets the soft cannula. I then continued a firm continues pull and was able to remove both all at once. Incident occurred (B)(6) 2024 at 12:50. Had to re attempt for access. Was not successful which led patient to receive a cvad. We could not obtain access hence there was delay in treatment and patient received an internal jugular within a couple hours of midline attempt. No idea why the wire would not come out of the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stuck guidewire was confirmed. The product returned for evaluation was one 22g powerglide pro device. A gross visual inspection of the returned sample found that guidewire slider was fully advanced. The catheter and wing assembly were advanced off the housing, but were still threaded over the needle. The catheter and wing assembly were removed off the needle by the investigator, revealing that the guidewire was still intact, the outer coil wire of the guidewire was not unraveled and the weld tip was still present. A bend on the needle was observed at the notch. Large amounts of dried biological material was visible between the guidewire and needle at the bevel and notch. The guidewire was attempted to be moved up and down the needle, but resistance was encountered preventing the guidewire from moving. The guidewire was then forcibly removed. Upon removing the guidewire a sheath of biological material was found on a segment of the guidewire inside the introducer needle. It is likely that retraction of the wire together with the biological material caused the two components to become stuck. The biological material was removed using a germicidal wipe and then attempted to be threaded through the needle again. The guidewire was able to be threaded without resistance, indicating that the biological material was the likely cause of the interference between the two components. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by customer "I had a faulty power glide pro midline. 22g 8 cm. I navigated over half the midline into the vein by slowly walking it in using ultrasound then deployed the wire without resistance and then advanced the blue wings, so the catheter pushed off. Released the tourniquet through the drape and went to remove the wire housing device and the wire would not come out of the catheter. I pulled the catheter slightly out of skin however there was resistance, so I paused. I then re assessed the vessel and it looked the same size as when I started the procedure, no venous spasm noted. I then attempted to remove the wire again, but it would not come out. I then pulled both the wire and catheter a little harder and pinched just past where the hub meets the soft cannula. I then continued a firm continues pull and was able to remove both all at once. Incident occurred aug 24,2024 at 12:50. Had to re attempt for access. Was not successful which led patient to receive a cvad. We could not obtain access hence there was delay in treatment and patient received an internal jugular within a couple hours of midline attempt. No idea why the wire would not come out of the patient." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.